Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, partially broken reservoir tube lip, missing reservoir tube retainer, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.